Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) failed to deliver tachy therapy when required. The patient was syncopal, and had difficulty breathing. The symptoms were treated with medication. Three different programmers were used to interrogate the device without success. The patient remains at hospital and the device will be replaced.